Event description:
The patient¿s mother reported that on (B)(6), 2026, the patient¿s blood glucose (bg) levels began rising and were slow to come down after approximately 36-48 hours of pod wear on the arm. No specific bg values were provided for this event. The patient was transported to the hospital for evaluation; however, no information regarding the diagnosis or treatment provided during the visit was available. It was reported that the patient was able to go home the same day. The mother also noted that the child had recently broken his tailbone, which she believed may have contributed to the need for medical evaluation on (B)(6), 2026. It was further reported that the school nurse observed connectivity issues between the pod and the dexcom g7 continuous glucose monitor (cgm), including an error stating ¿cannot find sensor.¿ the mother stated that they had recently switched from using the omnipod controller to the phone app, and had also transitioned from the dexcom g6 to the dexcom g7. She reported that the patient¿s bg levels had been erratic since these changes, though she noted that the patient¿s doctor adjusted the therapy settings following the transition. Based on review of the complaint information, the pod associated with this event is only compatible with the dexcom g6 cgm, indicating that use of the pod with a dexcom g7 represents user error.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.